Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a pin failure. Functional testing found that the jaws were difficult to open and close due to the bent latch pin. It was reported that the jaws of the device were difficult to close. The reported issues was confirmed. The most likely cause was traced to manufacturing of the device. The latches were partially seated due to loose screws on the latch install press. A latch that is not fully installed may lead to the observed sticky/stuck lever condition. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to close. There was no patient injury. Medtronic's initial evaluation of the incident device found that the jaws were difficult to open and close due to the bent latch pin.